Manufacturer narrative:
Patient weight is unknown. Lot number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email is not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal interlock did not align with the nail as expected. The issue happened during a retrograde femoral nail surgery on (B)(6) 2018. The issue was noticed when the surgeon took the final x-rays. It was then found that the screw did not go through the nail. The surgeon made the decision to move the device and manually screw it through the nail, causing a 30-minute delay. The patient was stable following the surgery. Concomitant products: aiming arm for retrograde standard locking (part 03.010.050, lot unknown, quantity 1), cannulated connecting screw for standard insertion handle (part 03.010.444, lot unknown, quantity 1), and a tibial nail (part/lot unknown, quantity 1). This report is for a 5.0 mm ti locking screw w/t25 stardrive 60 mm f/im nail-ster. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot number, expiration date: this information is now known. This information is now known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Item: 04.005.550s; lot: h126801; mfg qty: 120; mfg date: july 12, 2016; scn 12699; exp date: may 31, 2025; required inspections were performed and passed. Product was packaged. There were no nonconformance reports (ncrs) or reworks generated during the manufacturing of this lot. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.